Manufacturer narrative:
Date of event is estimated. A patient experienced pain at the ipg site was reported to abbott. It was determined the ipg had flipped and caused the lead to tangle around the ipg. As a result, the ipg and lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-17369. It was reported that the patient was experiencing discomfort near ipg site. As a result, surgical intervention occurred wherein the ipg was discovered to be flipped and leads were tangled. Both ipg and lead were explanted and replaced to address the issue.